Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed an 'oozing' rash under the rear therapy electrodes. The patient's wife put powder on the rash which did not improve the area. Follow up indicated that the patient ended use due to having open heart surgery. The medical outcome of the rash is unknown.